Event description:
It was reported the previously working remote monitor would not power on when the start button was pressed. Recycling power, and connecting it to a different outlet did not resolve the issue. A new power cord will be sent to the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.